Manufacturer narrative:
Little info has been supplied on this event. An investigation is underway to obtain additional info. If additional info becomes available, a supplement report will be submitted as appropriate.

Event description:
It was reported that a revision surgery had occur on the nugrip cmc implant.